Manufacturer narrative:
Additional information received: event date (B)(6) 2021. The perforator was not engaging (did not perforate). No patient injury and no surgical delay was reported.

Event description:
N/a.

Manufacturer narrative:
Perforator was returned for evaluation: DHR: there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the perforator unit was inspected using the unaided eye: the unit was lightly soiled from surgery. No other anomalies were observed. Instructions for use testing was performed once the fused inner/outer drills were freed with light pressure. Testing included: applying adequate pressure on the perforator point, ensuring engagement occurs as the hudson end is rotated. When engagement occurs, placing thumb pressure on the perforator point to ensure a smooth, positive spring action. Ensuring the hudson end rotates smoothly within the perforator body when the unit is in the disengaged position. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator did not perforated the patient's skull. Additional information has been requested.